Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap view of the left hip demonstrates a left total hip arthroplasty with screw fixation of the acetabular cup. Asymmetric position of the femoral head within the acetabular cup suggests polyethylene wear. Cerclage wire along the proximal femoral component with an oblique periprosthetic fracture involving the proximal femoral diaphysis medial and lateral cortices. It was reported the cables were placed for prophylactic banding. As the cables performed their intended function, no device problem was identified regarding the cables. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: mod femoral prox locking screw, cat# 11-301000, lot#837900; 36mm cocr mod hd -6mm, cat# 11-363660, lot#743900; arcos con sz a hi 50mm, cat# 11-301310, lot#66160889; arcos 16x150mm spl tpr dist, cat# 11-300816, lot#661109549; g7 neutral e1 liner 28mm c, cat# 010000837, lot#unk. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a hip revision procedure approximately 4 months post implantation due to a proximal femur fracture. Attempts have been made and additional information on the reported event is unavailable at this time.